Event description:
It was reported that the user experienced multiple leaking cartridges over several weeks while using the ilet system with an infusion set and cartridge, and the user described connecting the adapter to the cartridge outside the pump; the agent instructed the user to attach the adapter after placing the cartridge in the pump, indicating an infusion set deployed incorrectly and connector not attached correctly and involving the infusion cartridge component. Symptoms included hypoglycemia and hyperglycemia ranging from 40 mg/dl to 450 mg/dl as well as confusion/ disorientation and dizziness. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and a usage problem identified consistent with an improper or incorrect procedure or method related to the infusion cartridge component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial.